Event description:
A customer reported that their device was not keeping charge. There was no adverse impact on the customer¿s blood glucose level reported. The customer declined further technical services or follow-up, and no additional actions were taken.